Manufacturer narrative:
The insulin pump was received with intermittent button response, due to moisture damage on keypad traces. No button error alarm or unexpected numbers ramping were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot, scratched reservoir tube window, a stained end cap sticker, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she was at a park and it was hot. The customer stated the numbers were going up. Her blood glucose level was 143 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.